Manufacturer narrative:
A philips authorized service provider went onsite and replaced the power management printed circuit board assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 35v (volt) failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a 35v (volt) failure occurred. The reported issue was confirmed in service mode. A replacement power management (pm) printed circuit board assembly (pcba) was ordered to repair. Device evaluation and repair are pending, and this investigation is ongoing.